Event description:
Additional review indicated that the patient was given pain medicine. The patient stated it was "demerol or something."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion. During flow testing the technician was unable to perform telemetry due to a low/dead battery. The pump was implanted for approximately 58 months. This pump had an extended shelf life from 15 months to 48 months and the implant occurred 34 months after the manufacturing date rather than 15 or fewer months. In reference to work instruction (B)(4), the calculation for pump lifetime is explant date minus manufacturing date. With this calculation this pump will be at 92 months which is greater than 70 months. Secondly, during the destructive analysis external power supply was used to complete most of the electrical testing because the battery voltage was completely out of specification. This also eliminated all hybrid anomalies. Upon destructive analysis it was discovered that gear 3 and 4 had significant residue on the lower shafts.

Manufacturer narrative:
Catheter model# 8703w lot# l53272 implanted:1998-(B)(6) explanted:unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
The patient reported they experienced increased baseline pain. The patient reported that around (B)(6) they were in the emergency room, then the urgent care and were hospitalized for not receiving medication through the pump. Patient indicated that a roller study was done and the rotor was not turning. The pump was replaced. The patient outcome was noted as resolved without sequela. Additional information has been requested but was not available at the time of this report. The pump was delivering dilaudid and clonidine.